Event description:
On (B)(6) at 4am, patients defibrillator began to vibrate. He was then shocked continuously which caused tremendous pain. The paramedics were called and he was transported to the university of utah hospital. A magnet was then utilized by a nurse to cause the shocks to cease. By then, he had already been shocked over 40 times. The company representative was present and stated that the device had a major malfunction. A new defibrillator was placed the same day and patient is currently recuperating.